Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent balloon dilatation of pulmonary artery on (B)(6) 2016 and suture was used to close subcutaneous. Following the procedure, the patient experienced infection with staphylococcus aureus. The patient is in the hospital for treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4).